Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.